Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was reported due to implant fracture with metallosis.

Manufacturer narrative:
A fractured stem, modular femoral head with sleeve still assembled and a metal liner were returned for evaluation. A review of complaint history revealed prior complaints for the listed failure mode, no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab noted the stem was fractured in the proximal sleeve taper region. Signs of fretting on the anterior, posterior, and lateral sides of the proximal taper region of the stem were observed, including indentations by the slot of the proximal sleeve onto the stem. The crack most likely initiated in the lateral region of the stem. Bone on-growth, scratching, and damage were observed on the porous coated regions of the sleeve. The scratching and the damage observed on the porous coated regions of the sleeve potentially occurred during removal of the components. There were signs of corrosion features on the taper regions of the liner and the modular taper sleeve. The analyses showed the emperion stem fracture potentially occurred in the lateral region of the stem. Fatigue was the potential fracture mechanism. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.